Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included high grade squamous intraepithelial lesion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (davinci hysterectomy, right salpingectomy trans obturator midurethral sling, cystoscopy). At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered endometrial ablation to be related to essure. The reporter commented: fu (B)(6) 2020: surgical pathology report: focal high-grade squamous intraepithelial lesion. Acute and chronic cervicitis. Proliferative endometrium adenomyosis. Fallopian tube. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2019)') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included high grade squamous intraepithelial lesion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (davinci hysterectomy, right salpingectomy trans obturator midurethral sling, cystoscopy). At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered endometrial ablation to be related to essure. The reporter commented: fu 17jul2020: surgical pathology report: focal high-grade squamous intraepithelial lesion. Acute and chronic cervicitis. Proliferative endometrium adenomyosis. Fallopian tube. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. The case was upgraded from non-serious incident to serious incident. Event "medical device removal" was added. Essure removal date was added. Patient date of birth, medical history and reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.